Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center concerning discordant low hcg results reported on a patient sample. The discrepant low result was accompanied with a high absorbance ("high a") error message on the dimension exl instrument printout but were reported through the laboratory information system (lis) without the error message. Siemens headquarters support center (hsc) reviewed the information provided and determined that the customer reported flagged results which should not have been reported. The customer reviewed the instrument print-outs for these patients and noted the high "a" error message on the printout. For the high a error the dimension exl operator's guide states: "urine drugs of abuse assays should be centrifuged and rerun. For other assays, manually dilute the sample and rerun the assay. Make the smallest dilution possible to bring the result down into the assay range. Enter the dilution factor as a whole number on the enter sample data screen and the instrument will multiply the result by this factor." The customer was instructed that results with high a errors should not be reported. The dimension exl instrument was performing as intended for high hcg samples. No product or system non-conformance was identified. The cause of the event was use error. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed human chorionic gonadotropin (lhcg) result was obtained on patient samples on the dimension exl 200 system. The result was reported to the physician who questioned the results. The same sample was reprocessed the next day on the same instrument and a higher result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed lhcg result.